Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg as received had a low battery warning message. After recharging, the ipg passed all testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient ((B)(6)) received an scs system which included an ipg on (B)(6) 2007. It was reported the ipg was explanted and replaced 15 months post-implant due to a loss of stimulation. The explanted ipg was returned to the manufacturer for analysis. No additional information is available.